Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the bard/davol device may have caused or contributed to the alleged patient outcome. The attorney alleges that the patient had subsequent surgical intervention; however, no details/medical records have been provided at this time. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the perfix plug (device 1) an additional emdr was submitted to represent the other bard/davol device. Not returned.

Event description:
It is alleged by the patient's attorney that the patient underwent surgery with implant of an unspecified bard/davol perfix plug devices (device 1 and device 2) on (B)(6) 2010 and (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the two (2) perfix plug devices. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."